Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the observed error code and the image issues were attributed to the corrosion observed on the connector plug. Additional, a shortcut of the charge coupled device cable attributed to image noise and endoscopic image is not be displayed. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the bronchovideoscope had corrosion on the connector plug unit, an e237 scope communication error, had image noise and was not displaying an image. There were no reports of patient involvement.